Manufacturer narrative:
Batch review performed on 29 november 2024. Lot 2005723: (B)(4) items manufactured and released on 17-sep-2020. Expiration date: 2025-08-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. The surgeon revised liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 1 year 7 months after the primary, the patient came in reporting stiffness. The surgeon performed a washout, revised the poly (12 to 10mm) and resurfaced the patient's natural patella. The surgery was completed successfully.